Event description:
It was reported the customer was hospitalized for low blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal.

Manufacturer narrative:
Unit passed the functional test including the seat, rewind and basic occlusion test and occlusion test.